Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a pt was hospitalized due to an incident of diabetic ketoacidosis. It was reported that the pt's blood glucose was registering as "hi" when they awoke the previous day. The reporter states at this point, they changed out the cartridge, insulin, infusion set and batteries. The reporter then went to work and the pt did not test her blood glucose anymore at all the rest of that day. In the morning, she awoke and was vomiting. The pt was admitted to the hospital and was treated with an insulin drip and fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.